Event description:
A surgeon reports that a pt with a history of silicone plug inserts which were thought to have fallen out and were replaced several times was referred to surgeon. Pt was reported to have had a reaction to the parasol plug and noted granuloma formation. It was removed and a punctal cautery was performed. The pt's left side did well. Pt's right side had discharge. Pt was treated with an injection of steroids. A few weeks later pt returned for follow-up. At that time a tip of the lid was extruding through the posterior wall of the lid inferior to where the puncta had been cauterized. The canaliculus was filleted slightly in order to remove the plug. The plug became lodged and broke off. It was then surgically removed. The pt had a purulent abscess-like cavity in the canalicular system. The surgeon attempted to irrigate through the lower system and it appeared to be occluded. The surgeon reports that there may be an add'l plug in the lower canaliculus. At this time there are no plans to remove this plug. The pt is reported to be doing well.